Manufacturer narrative:
Reporter number (B)(6).       This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit/motor on the small battery drive device did not function and was defective. It was further determined that the coupling tool side of the device had seized, jammed and was moving heavily. It was further determined that the device failed pretest for check the attachment coupling, check power with test bench, minimum 67.5 to 110 watt, check the function with electric pen drive (epd)-console, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the triggers and electric control unit (ecu) function, check switching function, check the oscillation angle and check the off/oscillation/on switch mode function. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.